Manufacturer narrative:
(B)(4). After reviewing the returned device, the complaint was verified. The inspection revealed that the user tried to laterally rotate the end effector of the device while in the locked position. Given the end effector was locked, the user failed to follow instructions per the IFU. There was no patient harm or injury reported. This MDR is filed as a result of an internal retroactive review.

Event description:
During a laa exclusion via mini thoracotomy procedure, the surgeon did not have lock/unlock button in complete "unlock" position while adjusting the angle of the clip before introducing into the patients body. The patient was off pump, the procedure was prolonged for two minutes while opening a second device. There was no patient harm.